Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position during a gallbladder drainage with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent did not deploy after performing all the steps with the delivery system. The stent was removed from the patient fully covered by the outer sheath. Reportedly, the patient underwent cholecystectomy on the same day after the attempted stent implantation. The patient's condition at the conclusion of the procedure was reported to be fully recovered and fine.

Event description:
It was reported to boston scientific corporation on february 19, 2021 that a hot axios stent was to be implanted in a transgastric position during a gallbladder drainage with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent did not deploy after performing all the steps with the delivery system. The stent was removed from the patient fully covered by the outer sheath. Reportedly, the patient underwent cholecystectomy on the same day after the attempted stent implantation. The patient's condition at the conclusion of the procedure was reported to be fully recovered and fine.

Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of hot axios stent failed to deploy in the gallbaldder. Impact code f19 captures the surgical procedure (cholecystectomy) performed. Block h10: the hot axios stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath partially retracted from the stent and the delivery system was returned in "step 2". A destructive inspection was necessary to destroy the delivery system to identify torsion; the outer sheath was found twisted. Microscopic examination was performed and the outer sheath was returned with rotational damage. No other issues with the stent and delivery system were noted. The investigation concluded that the reported failure of stent failure to deploy was confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label based on investigation findings. The outer sheath was twisted which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, surgical intervention is noted within the instructions for use (IFU) as a known potential adverse event related to the use of the device. The observed failure of outer sheath partially retracted from the stent was likely due to factors encountered during the procedure such as the technique used when inserting the device through the scope and/or anatomical factors. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, could have caused the torsion on the delivery system and twisted sheath, limited the performance of the device and contributed to the stent failure to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.